Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly (j1, j6 and j7 connectors during visual inspection. Pump successfully downloaded firmware using crest. Pump failed to download history files and traces using thus due to moisture damage on the electronic assembly. No back light anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a black light anomaly. Customer stated the backlight was not turn on. Self test was passed. No harm requiring medical intervention was reported. The insulin pump returned for analysis.